Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs patient underwent the replacement procedure due to high impedances. It was further noted that, aside from the prior reason, the replacement was also due to magnetic resonance imaging (MRI) requirements. The ipg was disposed per facility protocol and will not be returned for analysis. Postoperatively, the patient condition was normal.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.